Event description:
The patient reportedly fell on the side of the head in (B) (6) 2010. The patient developed hematoma. The hematoma was drained on (B) (6) 2010 and healed. The patient is currently refusing to wear the device. The patient is continued to be monitored by the clinic.